Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, proximal circumflex. After failing to cross the lesion with the stent delivery system (sds), the delivery system was retracted back into the guide catheter with difficulty. After removal of the sds it was observed that a strut in the middle of the stent implant was raised. A new sds was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.